Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (MR), calcified anterior leaflet and prolapsed posterior leaflet for a Mitraclip procedure. During the procedure, first mitraclip was implanted on anterior and posterior leaflet 2 (A2/P2). Physician decided to place another mitraclip. When attempting to close the second clip, it was observed that there was perforation to the anterior leaflet. Second clip was removed from the patient. The final MR was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported unspecified tissue injury appears to have been caused by user technique during an attempt to close the clip. The reported patient effect of tissue injury, as listed in the MitraClip System Instructions for Use, is a known possible complication associated with MitraClip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.